Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported we had a patient infusing blinatumomab and the tubing broke off just below the needless connector end. I do not have the lot numbers for these products. We use the powerloc max power injectable infusion set, ref (B)(4). Additional information 05/28/2024: no patient harm has been discovered. This did create a window for infection, but patient had no signs of positive cultures. Medication was not wasted.